Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains one of two flexiva ID tractip 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were opened for use for a laser fiber testing performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis moses p120 console. According to the complainant, during preparation and outside the patient, it was noted that a spark occurred at the connector of the fiber. A second flexiva ID tractip 200 laser fiber was opened and the same issue occurred. Reportedly, there was no injury or burn to the user. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.